Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient that was implanted with an implantable neurostimulator (ins). The patient had the ins for about seven years for back pain and became impediment to walking. The patient had the ins replaced. Relevant past medical history: scoliosis.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported they still have their original implant, and had provided the serial number for it in the past. They explained they have multiple disc issues and that currently their neck was looking like their discs were displaced and moving and irritating their nerves. They said an MRI was needed but their device precludes it. In regards to what caused their issues they explained they have had scoliosis which they thought started with some accident. They also mentioned the possibility of polio since they had some leg paralysis. They noted they were 78 years old and had a lot of pain that interfered with walking, sitting and sleeping. They noted their weight at the time of the issue to be (B)(6). They added that they swim in deep water for exercise, but it causes pain now.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.